Manufacturer narrative:
(B)(4). The customer's biomed reported that the device was failing the user initiated operational check and that the device ready for use indicator (rfu) was displaying red x and the device was chirping which is indicative of a device autotest or operational check test failure. He stated that the user initiated operational check failure occurred multiple times and that replacing the therapy cable and test load did not resolve the failure. There was no pt involvement. By the time the customer had called the philips response center (rc) the problem stated had ceased to occur and could no long be recreated. The biomed had left the device charging the battery overnight and the failure no longer occurred. The customer returned the device to service. The customer did not request philips' evaluation of the device. There has been no customer request for further action or response. The cause of the stated problem cannot be determined. No malfunction could be confirmed.

Event description:
The customer's biomed reported that the device was failing the user initiated operational check and that the device ready for use indicator (rfu) was displaying red x and the device was chirping which is indicative of a device autotest or operational check test failure. He stated that the user initiated operational check failure occurred multiple times and that replacing the therapy cable and test load did not resolve the failure. There was no pt involvement.